Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had compromised force sensor system alarm. There are recurring alarms even if they are manage to be clear. Customer blood glucose at the time of the incident 240 mg/dl. Customer was advise to refer to back-up plan per health care professional. The device will be returned for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor .unable to confirm compromised forced sensor system alarm due to motor error alarm.